Manufacturer narrative:
On 30-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and it was not irrigating while it was in use on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On 3-apr-2025, additional information was received indicating the suspected device with the irrigation issue was the catheter. The catheter can be perfused normally before entering the patient's body. A pressure bag and pressure infusion was used. The pentaray was taken out the patient's body and found that it could not be perfused. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed but irrigation could not be performed, therefore, dissection was done in the tip area and found the irrigation tube was folded. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the irrigation tube bent could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and it was not irrigating while it was in use on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion is not considered to be MDR reportable since the occlusion or no irrigation is highly detectable by the physician and the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-apr-2025, additional information was received indicating the suspected device with the irrigation issue was the catheter. The catheter can be perfused normally before entering the patient's body. A pressure bag and pressure infusion was used. The pentaray was taken out the patient's body and found that it could not be perfused. After changing the heparin saline pressure bag and applying pressure, the catheter still cannot be perfused. Based on the additional information received, the event has been assessed as an MDR reportable malfunction as it was confirmed the irrigation issue occurred while the device was being used in the patient.